Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2015 with a blood glucose level of 54 mg/dl. The customer fell and broke his nose due to low blood glucose levels. The caller is unsure if the drive support cap is protruded. The customer was treated for their blood glucose but did not specify how. The customer was wearing the insulin pump during their hospital stay. The customer did not troubleshoot and did not send the product back for analysis.